Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail ccd 130 left a 11.5mm, 34cm on the left side on (B)(6) 2016 and the patient underwent revision surgery on (B)(6) 2017 due to fall and implant fracture.

Manufacturer narrative:
No trend considering the following event is identified: nail breakage. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the patient had a znn nail implanted on (B)(6) 2016 and on (B)(6), 2017 the patient had a fall. On (B)(6), 2017 the broken nail was removed. Review of received data - x-ray (B)(6) 2016 pelvic overview, femur left with hip joint axial, femur left with knee joint half-sided:the intertrochanteric spiral fracture is dislocated with a dislocated femoral fragment up to the proximal / medial femoral third transition. (B)(6) 2016 pelvic overview with femur proximal: at the edge of the picture there are recognizable skin clamps visible. The tip of the femoral nail on the left is not visible, the nail is shown up to the 5th cerclage. The visible portion of the nail has a good positioning. (B)(6) 2016: postoperative left hip with femur ap / axial and femur left with knee joint ap / lateral: correctly placed lag screw and nail, proximal 6 cerclage, distal 3 locking screws. (B)(6) 2016 femur left with hip joint ap / axial and femur left with knee joint ap / lateral: intact implant. The proximal fragment is minimally slightly displaced laterally. Implant ratios and bony structures distal comparatively unchanged. (B)(6) 2017 pelvic overview: visible nail fracture at the lag screw hole with dislocation of the proximal fragment in approximately 90 ° varus. Screw and cerclage intact. (B)(6) 2017 MRI pelvis / hip / femur on both sides: in the sagittal and coronary intersecting plane clearly visible fracture protrusion intertrochanterically and femoral metaphysically at the level of the 4th cerclage extending to below the 5th cerclage with pseudarthrosis and callus formation. (B)(6) 2017 3-d reconstruction pelvis / hip with femur on both sides: clearly visible in varus tipped proximal femoral fragment. The distal fracture line is visible down below the lowest cerclage. (B)(6) 2017 x-ray femur on the left with hip joint ap / and femur with knee joint ap and semi-lateral postoperatively: recognizable skin clamps. Correctly seated nail and lag screw. Additionally 2 screws from the lateral below the proximal end of the femoral neck, including 3 cerclage. The trochanter minor is not reflexed. Clearly visible fracture zone intertrochanteric. Recognizable fracture laterally below the third cerclage. Two osseous lightening of two previously inserted distal locking screws. (B)(6) 2017 pelvic overview deep centered: ccd angle comparable to the preliminary examination at about 127 °. Unchanged results to the preliminary recording of (B)(6) 2017. (B)(6) 2016 operations report diagnosis: completely dislocated, subtrochanteric, multi-fragmentary femur fracture (left). Surgery: open reduction, cerclage osteosynthese, implantation of a znn nail and lag screw. In addition, 3 screws and a nail end cap were used. No abnormalities found in the surgical procedure for the implantation of the znn nailing system. (B)(6) 2017 operations report diagnosis: nail fracture with intertrochanteric re-fracture with delayed bone healing left femur. Surgical procedure: no abnormalities found in the surgical procedure for the removal of the znn nailing system. Devices analysis - visual examination: the broken znn nail, a lag screw, a set screw, a nail cap and two screws were returned for investigation. The visual examination sows that the nail was broken through the lag screw hole. The fracture surface on both broken parts is characterized by beach lines which depict the fatigue character of the fracture. On the fracture surfaces no material defects that could have triggered the fracture could be detected. On the distal broken part there are signs of lag screw movements visible. On the proximal broken part it can also be seen some drilling traces in the lag screw hole. There are also several scratches on the outer diameter of the nail. The lag screw shows some polished areas and damages around the grooves and also in the middle part of the shaft. The other returned products do not show relevant damages. Review of product documentation - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using rmw: - breakage of implant due to inadequate design of mating components not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to lack of adequate fatigue strength due to anodization not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to incorrect distal nail design for short nails (flexible nail end) not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - breakage of implant due to general corrosion (crevice, pitting, galvanic) not possible -> no corrosion found during the investigation. - breakage of implant due to the implant therapy is performed not as indicated => possible, no information provided about implant therapy. - breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture not possible -> no issue detected on the provided x-rays. - breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle not possible -> no issue detected on the provided x-rays. - breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail => possible, it is possible that the user used the wrong angle as some drilling traces can be seen on the lag screw hole of the nail. - breakage of implant due to users appling not enough force to the connection bolt resulting in nail not assembled securely/ drilling of the nail/ imprecise interaction not possible -> no complications noted in the surgical report. - breakage of implant due to users not choose the correct ccd angle targeting guide leading to drilling of the nail => possible, it is possible that the user used the wrong angle as some drilling traces can be seen on the lag screw hole of the nail. - breakage of implant due to misinterpretation or not consideration of facilitating color-code leading to improper use/connection of instruments not possible -> no issue detected for color code. - breakage of implant due to wrong/incomplete information about limitation and postoperative restriction => possible, no specific information about limitation and postop restriction. - breakage of implant due to patient do not follow the post-operative protocol => possible, it is most possible that the nail was broken during the fall of the patient. - breakage of implant due to explanted implant is used for new implantation surgery => possible, as no labels were received this point is possible. Conclusion summary it was reported that the patient had a znn nail implanted on (B)(6), 2016 and on (B)(6), 2017 the patient had a fall. The x-rays showed that the nail was broken. On (B)(6), 2017 the broken nail was removed. The nail was in vivo for approx. 6 months. The visual examination of the returned products indicates that no material defects that could have triggered the fracture could be detected. The product analysis of the znn nail shows an indication for a fatigue fracture. It can be assumed that the plate was broken due to the patient fall. During the fall of the patient high forces were applied to the nail which leads to the breakage of the nail. However, an exact root cause for the nail breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).